Event description:
The reporter called lifescan after she had read a newspaper article and realized her surestep meter was affected by the replacement program. She states she had gotten three or four er1 messages in the past year, but at the time didn't think anything about the er1 messages. She said that she felt fine and had no symptoms.